Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device malfunctioned during laparoscopic gastric sleeve surgical procedure. The cut button was sticking and not releasing correctly. No patient harm. No further information available.